Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was noted under the liquid crystal display screen, electronic assembly or motor. The insulin pump was also received with a minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared, and had an unresponsive keypad. The customer's blood glucose was 138 mg/dl. The customer stated that he had been swimming, got out of the pool, and noticed the insulin pump beeping. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.